Event description:
Had disc injury which required surgery. C-jaws was used in neck surgery to replace disc, had complications with c-jaw working way out of neck which required more surgery to remove the c-jaws which has left my husband with damage. I have reported this before to this site without answer. This medical device was FDA approved and used to be on your site. Now not able to find c-jaw info.